Event description:
Medtronic (covidien) received information through literature review of the article: renieri l, et al. Double arterial catheterization technique for embolization of brain arteriovenous malformations with onyx. Neurosurgery, 14-sep-2012;72:92¿98. This article compares two treatment approaches for arteriovenous malformation (avm) procedures. One type was a double arterial catheterization technique (dact) and the other was single arterial catheterization technique (sact). Sixty one patients were treated with onyx 18 that was delivered through either an apollo detachable tip (1.5 or 3 mm) or a marathon catheter. There were 31 patients that did not achieve complete occlusion of the nidus, 14 were referred to neurosurgery and 17 to radiosurgery. Periprocedural or late bleeding caused by a decrease in the venous outlet occurred in 9 patients. The hemorrhagic events caused a permanent deficit (modified rankin scale scores of 2-5) in four patients. Eleven of the patients that were retreated resulted in a hemorrhagic event.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/23096412. This report was created to capture the complications related to the onyx. Model: the devices were not returned for evaluation; therefore, the complaint could not be confirmed, and the event cause could not be determined. In addition, the event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot numbers were not reported. (B)(4). Information received from the same article as mfrs: 2029214-2015-00467; 2029214-2015-00468.